Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device produced an incomplete mesh through the center during processing of a previously recovered donor skin. The harvested graft was not useable. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device produced an incomplete mesh through the center. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh on the gear side and the gears and damaged hardware were replaced. This is not a related issue. Skin graft mesher, serial number (B)(4), was manufactured on september 21, 2015, is over 1 year old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the device met all test and calibration requirements. The 1.5:1 ratio cutter, serial number (B)(4) had a line through the middle of the graft that did not cut when tested therefore failed to meet test requirements and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4)produced a passing test mesh and met test requirements. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is not known with the information that was provided which cutter was being used during the reported event. It is not known with the information that was provided which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.